Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is male. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: analysis of the causes of mistreatment of buried cardiac reversal defibrillators. Chinese journal of cardiac pacing and electrophysiology, vol. 23, no. 3, 2009. Doi: 10.13333/j.cnki.cjcpe.2009.03.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding inappropriate therapy. The article reports patients who received inappropriate therapy; there was detection of supraventricular tachyarrhythmias with inappropriate shocks and anti-tachycardia pacing. Devices were reprogrammed or medication was given. The status/ disposition of the device is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.